Event description:
It was reported that, during a ventricular tachycardia (vt) episode, this implantable cardioverter defibrillator (ICD) delivered two bursts of anti-tachycardia pacing (atp) which accelerated the rhythm into the ventricular fibrillation (vf) zone. A shock was appropriately delivered to terminate the rhythm. No adverse patient effects were reported. Currently, this ICD remains in service.